Manufacturer narrative:
Device was received in the not deployed position. Inspection of the download data found device execution of an 0x41 alarm, indicating the rotational sensor maximum summed error table. The device sounded the alarm during second prime, therefore halting rotation of the ratchet gears and needle deployment. No issues were seen during manual actuation and deployment of the needle mechanism. Further abnormalities were seen in the rotational sensor graph, however individual inspection of the needle mechanism components was unable to determine a cause. The front sma wire was also found to have an abnormally high value, however the cause of this is additionally unknown.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.